Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had hyperglycemia and high blood glucose levels of 33.0 mmol/l at the time of incident. It was reported that the insulin pump was broken, and the customer treated high blood glucose levels with manual injections. Troubleshooting was performed. The customer was using the insulin pump with in forty-eight hours of reported high blood glucose event. It was reported that they take 10 units of insulin and blood glucose did not came down. Troubleshooting was performed. The customer did not allege that the insulin pump was under delivering insulin. It was unknown whether the customer was using automode at the time of reported event. The device will not return for the analysis.

Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, force sensor test, basic occlusion test, occlusion test, sleep current measurement, active current measurement and self test. No unexpected alarms noted during testing.